Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient has noise on his rv lead and was triggering hvr events. Noise was not reproducible with isometrics or arm movements. Programming changes were made, and the patient will be monitor. The patient is stable.